Manufacturer narrative:
Battery depleted due to high therapeutic settings. No other anomalies found. No further action to be taken.

Event description:
Pt reports to the surgical pa that her symptoms (n/v) have not improved after the battery replacement last august. She had adequate symptom control before. The patient has seen her gi provider several times, where adjustments were made without symptom improvement. Her settings are currently high, v=10.5, r=50, and 3s on and 2s off, and electrode polarity was also switched. The surgeon opted to fully replace the system (the battery is currently low). The patient is scheduled for the procedure on (B)(6) 2025.